Event description:
An issue was reported where the caller updated time, personal profile, or biq/ciq settings, including sleep schedules. The customer's blood glucose level was 42 mg/dl. To address the low blood glucose, the customer consumed carbohydrates and did not require third-party assistance. Technical support assisted the caller with updating basal rate and target blood glucose settings and advised checking with the customer's healthcare provider whenever settings are updated, which the caller understood and acknowledged.